Event description:
Spontaneous call from pt to report that their freedom pump does not wind anymore and is requesting a replacement. No adverse effects were mentioned and we will be shipping a replacement with the next order. Pt does not have a back up pump and was instructed on how to do manual infusions until new pump arrives. No other info known. Dose or amount: 20gm, frequency: q2w, route: sq. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: common variable immunodeficiency. Strength: (B)(4).